Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Customer states: the patient had esophagus and jejunum anastomosis surgery, and the device was used for two-layered suturation. 14days later, the sutured site opened over 2cm. Reoperation was performed on (B)(6) 2015. Patient was given steroids. Reported tissue damage.